Event description:
This was a lead extraction case to remove a sjm riata 1581 dual coil ICD as it was not functioning properly and had externalized conductors. The lead was prepped with an lld-ez and conductors were tied off with a suture. The lld-ez did not advance to the tip of the lead and only made it to the ¿heel¿ of the lead located in the rv. The helix would not retract. The physician started lasing using a 16fr glidelight laser sheath, but encountered significant binding throughout the lead and most noticeable at the beginning of the proximal coil and the beginning of the distal coil. The lead was extracted, and the lead along with the laser sheath was removed from the patient. About one minute later, the blood pressure dropped and the physician noted a pericardial effusion. The physician attempted to do a pericardiocentesis, but it was not successful. A CT surgeon was called, and he did a subxiphoid window, which was slightly complicated by the large size of the patient. The pressure was back up to normal once the blood was drained. The physician finished reimplanting a new ICD lead, and the patient was discharged per plan.

Manufacturer narrative:
Part number corrected from 518-067 to 518-062.